Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that for about 1¿2 hours, the intensity of stimulation shown on the device has not matched the perceived intensity, causing discomfort. Although adaptivestim (as) was being used, changes in posture do not always result in changes in stimulation intensity, and at times, even without a change in posture, the stimulation was felt as either stronger or weaker. Contributing factors were unknown. It was reported that, on the controller, when a change in posture was made, the new posture was correctly recognized and the stimulation intensity was adjusted accordingly. However, it was not felt that the stimulation was actually changing. In addition, even when the same posture was maintained, fluctuations in stimulation were felt, although the stimulation level checked on the controller remained constant. It was explained that a check of the stimulation device might be necessary, and an apology was made for the difficulty in resolving the issue over the phone. The patient was advised to consult with a medical institution, and consent was obtained. It was also reported that discomfort disappeared when the stimulation was turned off, but as this would prevent ongoing treatment, it was suggested to monitor which option provided more comfort while consulting with the medical institution. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the serial number of the ins is unknown. The patient has not made an appointment with their hcp regarding the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). This matter was discussed with the physician in february, however, the intensity of the stimulation changes with each posture, and the stimulation has not changed even when the body position was changed. Stimulation was turned off because the discomfort disappeared, but the pain was severe when off, so it was currently being used again. After checking the phone call records, it appeared that it had been explained that the stimulation device may need checking and that it would be difficult to resolve the issue over the phone, so a consultation with the medical institution was requested, with information to be shared with the person responsible; we apologize that this message was not properly conveyed. Furthermore, it was requested that matters regarding checking of the neurostimulator and treatment be discussed with the physician, and it was explained that even when the responsible party handles setting changes, this can only be done based on the physician¿s instructions; however, it was stated that ¿when the physician was consulted, it was said that there had been no contact from the person r esponsible. The physician said that an email would be sent to the responsible party, but also said to try calling the call center again.¿ the situation was conveyed again to the person responsible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.